Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, multiple cartridges were not detected during the load sequence. There was no reported adverse impact to the customer's blood glucose level. The customer declined to perform troubleshooting and declined to provide additional information regarding these events.